Event description:
It was reported that post paroxysmal (B)(4) clinical study procedure the patient had to be hospitalized (4 days) for spitting out blood. No patient etiology was recognized apart from possibility of emphysema. Chest scan and bronchial biopsy were performed. This adverse event was stated to be unanticipated. The causality was classified as possibly procedure; device and drug related. The outcome prognosis was excellent. The adverse event had been resolved without sequelae.

Manufacturer narrative:
Since no specific device mfg#/ model# as well as lot number was provided, no device history record review could be performed. (B)(4).